Event description:
It was reported that this pacemaker reverted to safety mode. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was confirmed to be operating in safety mode. The device was taken out of storage mode and the device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The cause of the reported clinical observations could not be definitively confirmed as testing of the device did not identify any battery anomalies and was unable to determine the cause of the device entering storage mode.

Event description:
It was reported that this pacemaker reverted to safety mode. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.